Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a possible pacemaker infection and was admitted to the hospital. The device system was explanted. Patient was doing good post procedure.